Manufacturer narrative:
Findings: pump was received with no vibration during testing due to broken vibrator motor wire. Unit had minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump has a vibrating anomaly. The patient's blood glucose level was unknown at the time of the call. The customer stated that they inserted new batteries but the vibrating mode does not work. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.